Event description:
Customer reportedly received results of 277 mg/dl, 90 mg/dl, and 90 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.